Event description:
It was reported "the patient was enrolled in a (B)(4) study in (B)(6) titled (B)(4). The implantation of idrt was performed on the patient's left foot (inferior third, medial side) on (B)(6) 2012. An infection was observed 12 days later. The silicon was removed. Treatment with tulle dressing, betadine and adaptic, and (unspecified) antibiotics treatment. After no skin graft. Free epithelialization. The wound has healed." Additional information was requested by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.